Event description:
It was reported that a review of the follow-up report of this implantable pacemaker was requested due to potential undersensing. Technical services (ts) discussed that undersensing is a possibility due to sometimes the ventricular pacing spike is in a qrs signal. The device remains in service. No adverse patient effects were reported.